Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Proposed component code: mechanical (g04)- stem. Visual examination of the provided picture identified the stem and head components which have been explanted and are covered in biodebris. No other observations could be made regarding the stem component. No product was returned; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: ap pelvis demonstrates right total hip arthroplasty without radiolucency. No acute fracture. Moderate to severe left hip degenerative change. No hardware failure or loosening. A definitive root cause cannot be determined. During follow-up it was noted the surgeon put the dislocation down to the inadequate stem offset. The stem with standard offset was removed and a high offset stem was placed. Unable to confirm complaint. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Event description:
It was reported that the patient underwent a primary hip arthroplasty. Subsequently, the patient was revised nearly one (1) month post implantation due to dislocation due to horizontal offset deficiency. The stem and head were explanted.

Manufacturer narrative:
(B)(4). D10: unknown liner unknown. G2: foreign: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.